Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast procedure, the tip broke off the device and had to be removed in pieces from the equipment. Another device was used to complete the case. There was no adverse consequence to the patient.